Event description:
It was reported that pump displayed a full 100% battery charge for 48 hours and did not show correct battery information. There was no adverse impact to the customer's blood glucose level. Customer charged pump and then contacted support, and technical support assisted with pump reset, advised customer to monitor battery, and confirmed issue was resolved and insulin use was successfully resumed with no further assistance required.